Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety/mental anguish/stress/worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Vena cava (vc)/organ(mesenteric) perforation, tilt, embedment and anxiety/mental anguish/stress/worry. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01320. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. (B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe)/saddle pe. It is also alleged that a successful percutaneous/complex removal was performed because the filter had been in too long. Patient is alleging tilt, vena cava perforation, organ perforation (mesenteric), and embedment. The patient further alleges "I also experience anxiety, mental anguish and stress about any related injuries" and "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries." Per report from CT (computed tomography): "attention is directed to the inferior vena cava and the vena cava filter. The filter tip it is at the level of the left renal vein. It is tilted towards the left but does not touch the wall of the vena cava. The struts of the filter do not appear distorted. Strut penetration of the wall into the adjacent fat on the right is not excluded although this could be artifact." "Abnormal position of the filter tip lies adjacent to the orifice of the left renal vein." Per retrieval report (successful): "inferior venacavography was performed. The ivc is normal in size and appearance, without clot, stenosis or other abnormality. The filter is identified within the infrarenal ivc, no clot within the filter. The filter is significantly tilted with the hook oriented toward the left renal vein. Does not appear significantly embedded." "Unremarkable inferior venacavogram without evidence of thrombus or intra filter clot. Successful filter removal via right internal jugular approach as described."